Manufacturer narrative:
The reason for this revision surgery was to remedy an unstable knee 2.3 years after prior surgery. When the event occurred, there was another suitable device available, there was no delay in surgery, and the surgery was completed as intended. The outcomes attributed to this event are non-serious. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. The root cause was most likely insert selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the knee was unstable. All the parts were fine, the part was a little undersized in terms of choice.